Manufacturer narrative:
Additional information was added to d9, h3, h6 and h10. H10: the sample was received for evaluation with a blue connector attached to the female connector. A visual inspection with the naked eye noted a separation between the female connector and the main body of the twist clamp. Functional testing including leak, clear passage, and clamp function testing were performed with no issues noted. The reported condition was verified. The cause of the condition was related to inadequate solvent application to the main body during the manufacturing process. A nonconformance has been opened to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a separation between the female connector and the main body of the minicap transfer set. This was observed during set up of the device for peritoneal dialysis therapy. There was no patient involvement. No additional information is available.